Event description:
Info received indicates the right siderail is not latching.

Manufacturer narrative:
The tech found the siderail latch was not connecting with the latch bar. The tech cleaned the siderail latch assembly to repair the bed.